Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)product type: 0200-lead; implant date (B)(6); product type: 0200-lead; implant date (B)(6) 2014; explant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Patient reported the stimulator was removed because it was not helping her for almost a year and every time they go to adjust the stimulation, the leads came loose and they had to put a different one in and that did not help either since 2018 or 2019. The reason for call was patient stated the stimulator was removed about 2 - 3 years ago because it was not giving her any relief patient stated they kept trying to adjust it and they still wasn't giving pt relief so they had it removed.